Event description:
It was reported that sixteen years, eight months and twenty-five days post vena cava filter placement, the filter was allegedly found to be fractured. It was further reported that the patient was very anxious and losing sleep over the fractured filter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One x-ray photo was provided for review. The x-ray image demonstrates a filter with some evidence of tilt. One of the struts was noted to have fractured from the main body of the device. Therefore, the investigation is confirmed for the reported detachment as one of the struts was noted fractured from the main body of the filter. The investigation is also confirmed for the identified tilt as the filter was noted tilted. A definitive root cause for the reported detachment and identified tilt could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sixteen years, eight months, and twenty-five days post a vena cava filter placement, the filter was allegedly found to be fractured. It was further reported that the patient was very anxious and losing sleep over the fractured filter. There was no reported patient injury.